Event description:
It was clarified that there was no damage to the extractor; it was the surgeon¿s opinion that the design of the device did not have enough threads. It was further reported the patient was successfully revised.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - extraction instruments: tfna/pfna /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a hardware removal due to nonunion, malunion, and a broken proximal femoral nailing system (tfna) nail. During the procedure, the surgeon complained that the extractor doesn¿t have enough threads to thread into the nail. The surgeon had to drill the greater trochanter to get access to the nail. Once the proximal portion of the broken nail was removed, the head component was removed. The extractor was then threaded in distal portion of the nail, and they started backing it out of the femur. The nail then became disengaged from the extractor, and they had to try to get it threaded back on. There was an approximately thirty (30) minute delay in the case. The procedure outcome and the patient's status are unknown. Updated concomitant devices reported: tfna nail (part# 04.037.162s, lot# h740119, quantity# 1), tfna lag screw (part#: 04.038.215, lot#: h417934, quantity: 1), titanium locking screw (part#: unknown, lot#: unknown, quantity: 2). This complaint involves one (1) device. This report is for (1) unk - extraction instruments: tfna/pfna. This is report 1 of 1 for (B)(4). Related product complaint: (B)(4).